Manufacturer narrative:
The technician found the brake caster was not holding due to normal wear and tear. Per the hill-rom service manual it is necessary for the excel care bariatric bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Preventative maintenance will minimize downtime due to excessive wear. Repair or replace as necessary. Set the brakes. Make sure the bed does not move. Make sure the steering mechanism operates correctly. Repair or replace the brake and steer mechanism as necessary. The technician replaced the left foot brake caster to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the left foot brake caster is not holding. The bed is located in the hill-rom service center. There was no patient/user injury reported. (B)(4).